Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was no longer functional due to physical damage. Customer¿s blood glucose was 12.8 mmol/l. Customers stated that insulin pump had crack on battery compartment. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.